Event description:
It was reported the insulin pump alarmed motor error. Customer's father was able to clear that alarm, but then device alarmed again. Customer's blood glucose was 74 mg/dl. Customer's father the device might have been dropped before but not recently or right before alarm occurring. Customer's father stated the motor was making noises when trying to prime. No damage noted on the device. The device was not exposed to MRI. Customer's father was advised to disconnect the device from the customer. Customer does use the sensor feature, but was not using when alarm occurred. Customer's father was able to rewind the device. Customer's father was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window were noted during the visual inspection. The insulin pump passed the functional test, including the prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm test. No motor error alarm was noted. The motor tested okay. However, a noisy motor was noted during testing due to a faulty motor.